Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The device evaluation found insufficient flow; the flushing pump had a weak water supply. The pump head was defective/damaged/worn and needed to be replaced. The pump head was replaced. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited insufficient flow, had a weak water supply. There was no patient involvement.